Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Results: (operational problem): evaluation of the returned product found the iol was staying at a little ahead of iol figure confirmation point. The leading haptic was tucked deeper (more sharp angle than normal) into the optical part. It is assumed the user stopped to use the lens based on this finding. Volume of used viscoelastic material appeared to be enough. There was no irregularity found on injector and iol, all met criteria. Conclusion: (unable to confirm complaint): based on the repeatability test, it is known that leading haptic may be deformed if the iol was unexpectedly rotated inside the nozzle and continued to push out. We could not determine the exact root cause for this incident. Our users are instructed to stop using the lens if any irregularities were observed at/before the confirmation point and the surgery was successfully completed by using back up lens. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain 24.5 diopter preloaded injector. Prior to implantation, when handling screw plunger, the leading haptic was found to be abnormal. The haptic was not tucked correctly and the lens was not used. The backup lens was used. There was no patient contact or injury.